Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and a motor position encoder error. Blood glucose level at the time of the incident was 10.3 mmol/l. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Customer also reported getting another alarm but declined to troubleshoot. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.